Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that the post broke off during the surgery. Attempts to obtain additional information have been made; however, no more is available

Event description:
No further event update information is available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined; however, a contributing condition was noted that a bone hook around the poly was used instead of using the skid to dislocate the poly. The traction was not pulled which put a lot of stress on the polys. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.